Event description:
Subsequent to the initial MDR, upon further review of the complaint, there were no symptoms of severe or life-threatening hypoglycemia and no medical intervention. This complaint would not constitute an adverse event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). G4 combination product - device not a combination product. Unable to deselect. Voluntary medwatch report number mw5083219.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a transmitter failure and an adverse event. The patient reported the transmitter battery failed while sleeping and they experienced an adversely low blood sugar level that led to a hypoglycemic event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.